Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 7:30 am with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with their insulin pump. The customer stated that they took a nap after changing their set because the customer was experiencing high blood glucose levels. However, the customer accidently left the introducer needle in their stomach before sleeping. The customer woke up and realized a pain in the abdomen area and suddenly fell breaking their shoulder. The paramedics arrived and the customer's blood glucose was around 50 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer was educated on the proper way of changing the set. The customer stated that they do not believe the insulin pump over delivered insulin and stated that the issue was a user error. The customer did not return the product back for analysis.